Event description:
Customer reported that the ventilator was cycling on a pt, air module would stop delivering and ventilator would alarm when the interconnection cable was pulled on. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out without injury. The biomed discovered the interconnection cable was defective. The biomed replaced the defective interconnection cable, calibrated and performed functional checks. Ventilator passed all test and performed to all MFR specs.